Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker was noted to be on the high impedance advisory. Additional information was provided that the plan is for a device changeout soon. The device remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker was noted to be on the high impedance advisory. Additional information was provided that the plan is for a device changeout soon. The device remains in service at this time. No adverse patient effects were reported. Additional information was received that the device was explanted due to high impedance advisory. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker was noted to be on the high impedance advisory. Additional information was provided that the plan is for a device changeout soon. The device remains in service at this time. No adverse patient effects were reported. Additional information was received that the device was explanted due to high impedance advisory. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.